Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s nurse reported via phone call that they experienced bunch of high and low blood glucose level. Customer¿s blood glucose level was 25 mg/dl. Customer¿s high blood glucose level was 600 mg/dl. Customer was treated with manual shots and insulin pump. The insulin pump will be returned for analysis.